Manufacturer narrative:
The ventilator was investigated on site. The ventilator had a leakage. The expiratory cassette was defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received and the replaced part was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).